Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) stated they had an office check last week in which the health care professional (hcp) messed up some of their rhythms as their crt-d is shocking them several times a day within the last week. This patient noted they have a follow up appointment with the hcp this week. This crt-d remains in service. No additional adverse patient effects were reported.